Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated that the insulin pump alarmed with stuck button and then went blank as well as sticker on screen was also came off. Customer stated that the insulin pump was not exposed to change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive all the buttons due to corroded keypad traces. No blank display or stuck button error alarm noted during testing. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place.